Manufacturer narrative:
Device UDI inadvertently left off initial report. UDI now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following up with the site, replaced the image acquisition system computer and reported the imaging system then functioned properly. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Image acquisition system computer replacement resolved the system issue. Functional and performance investigation was completed on the returned image acquisition system computer. Medtronic investigation confirmed reported problem "system booting please wait." Image acquisition system computer passed virus scan and cmos settings were incorrect. Cmos battery measured 3.04 vdc. The battery was replaced and set the appropriate cmos settings. Two errors were received on boot up, system manager exception error and a tftpd32 error. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after replacing the mobile view station (mvs) computer, when connecting the image acquisition system (ias) and mobile view station (mvs) and powering them on, the ias stays at "system booting please wait." The mobile view station (mvs) turns on normally. During the call a medtronic representative logged into the remote desktop through the mobile view station (mvs) of the imaging system and it displayed an error: the application is not launching. There was no patient present when this issue was identified.